Event description:
A caller reported a minimum fill notification issue while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. The customer initially experienced a fill estimate discrepancy but successfully loaded a new cartridge onto the pump following guidance from technical support. They resumed insulin delivery and decided to use the current cartridge until it needed changing, while also being advised on cleaning procedures for future reference.